Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the night before she had a low blood glucose level and was unable to wake up. Her husband called 911 and was taken to the hospital. The customer's health care provider made adjustments to her midnight basal. She did not hear when the alarms went off. The device was not returned.